Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Facility reports power on device fluctuates. It is reported device was previously usable. Issue was discovered during testing and was not used in surgery. No patient involvement.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.